Event description:
The report stated that prior to use and upon opening the package, confirmed a black stain on the return electrode pad. Used another one for surgery. During investigation of the returned pad, it was found that the foil is disintegrated and has caused the pad to lose continuity. This condition can potentially cause a device related burn.

Manufacturer narrative:
Investigation has been started, but is not complete. When the investigation is complete, a follow-up report will be sent.